Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to erosion, urinary urgency, frequency and pelvic pain. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to urinary urgency, frequency and pelvic pain. (B)(4).

Manufacturer narrative:
It was reported that the patient also underwent extraction of bladder stone on (B)(6) 2012. It was reported that the patient underwent excision of extruded vaginal mesh, and revision of vaginal scar banding on (B)(6) 2012. It was reported that the patient underwent sacrospinous ligament fixation and cystoscopy on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07291. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced pain, erosion, extrusion, infection, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, and urinary/ bowel problems. (B)(4).